Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to oversensing, high capture thresholds and noise. Troubleshooting consisted of adjusting sensitivity and cleaning proximal plug. The dual pulse generator is in use and the atrial port was plugged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the outer insulation approximately 130mm from the terminal pin, likely due to handling at implant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to oversensing, high capture thresholds and noise. Troubleshooting consisted of adjusting sensitivity and cleaning proximal plug. The dual pulse generator is in use and the atrial port was plugged. No adverse patient effects were reported.